Manufacturer narrative:
Dr geetesh manik journal name: vascular disease management title of article: inadvertent percutaneous coronary endarterectomy: an unreported complication of percutaneous coronary intervention issue: 2017;14 (1): e11-e15. Note: date of event has been populated with date literature article was received prior to acceptance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A pre-catheterization profile was performed and a radial approach with a 5 fr non- medtronic catheter was chosen. The left coronary system showed no significant lesions, but mehran type iii in-stent restenosis (isr) was noted in the ostio proximal rca stent. Pci was performed using a mdt guide catheter (6f judkins 3.5) and a sprinter legend balloon (2 x 10mm). Post dilatation showed a longitudinal homogenous opacity moving from the proximal rca and embedded into the distal rca, causing timi 0 flow. An attempt to disintegrate the thrombus via balloon manipulation failed. Thrombosuction was successfully performed and flow restored across the rca. The ostio proximal rca was stented using a non-mdt stent. It was reported that most likely aggressive manipulation of the 6f fr judkins right catheter must have triggered the ostial rca dissection, leading to its total occlusion. Patient was discharged after 48 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.